Event description:
It was reported that the clinician called to inquire why electrocardiograms (egms) were not being stored on the device. The issue could not be determined. Technical services suggested bringing the patient into clinic to see if the egms were viewable in clinic using a programmer. There were no reported patient consequences.